Event description:
It was reported by customer that one syringe was found to contain an external defect at the top of the plunger. Complaint via email. During compounding of lot 20260323-0ae0df, hydromorphone hcl 10 mg in 0.9% sodium chloride 50 ml syringe-1, one syringe was found to contain an external defect at the top of the plunger. This unit is available for return. Details for your investigation: product: sterile syringe tray 50ml lot number: 5170561 part number: 309680 number of defective units: 1 defect type: external defect product complaint: (B)(4) quantity: (B)(4) please let me know the results of the investigation. Additional information: date of event: 23/mar/2026."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.